Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, design history record review, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available. The design history record review did not identify any non-conformances, deviations or potential nonconformances of the lot in question. Tracking and trending did not identify an adverse. A sensitivity testing protocol was executed using lot 78144li00 met acceptance criteria and determined the reagent is performing acceptably. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect syphilis tp reagent, list number 08d06, lot 78144li00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). An evaluation is in-process.

Event description:
The customer observed a (B)(6) result while using the (B)(6) assay. The following results were provided for a (B)(6) year old male clinically diagnosed with lung cancer (s/co): initial: 0.35 ((B)(6)), after centrifugation retest: 0.34 the specimen was (B)(6) when tested using riche and tppa methods. There was no impact to patient management reported.